Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an issue from (B)(6) 2018 with bed-to-bed overview that when the monitor of room (B)(6) comes out of standby it then sends bed-to-bed technical alarms (blue) to the other patient rooms even though the bed-to-bed parameter was configured to only receive the red alarms. When a red alarm appears in a room, the blue technical pop-up of room (B)(6) appears. The users need to close this pop-up window to get to the actual pop-up of the red alarm that was triggered. The device was in use monitoring patients at the time the issue was found. No adverse event involving patient or user was reported.